Manufacturer narrative:
The initial MDR 2432235-2021-00223 was filed 10-sep-2021. Additional information (06-oct-2021): siemens reviewed the available information and found that dilution arm: pressure transducer: sample abnormal aspiration and dilution arm: pressure transducer: sample clog detected process errors were reported by the instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the sample probe, resolving the issue. The cause of the falsely depressed creatinine, enzymatic, test result was due to the sample probe malfunction. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Manufacturer narrative:
The customer contacted siemens to report a falsely depressed creatinine (enzymatic, ecre_2) patient sample test result was obtained on an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced a sample probe and ran the dmix and autocheck tests with acceptable results. Siemens is investigating the issue.

Event description:
A falsely depressed creatinine (enzymatic, ecre_2) patient sample test result was obtained on an atellica ch 930 instrument. The initial test result was not released to the physician(s). The same sample was repeated on the same instrument and a higher test result was obtained. The repeat test result was released to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 results.